Event description:
It was reported to ge that two pt files contained the same nuclear medicine image data after the data had been transferred to the processing computer. The user indentified the issue upon reviewing the images. No misdiagnosis or injury was reported. The issue appears to have been caused by a hard disk failure. The hard disk was replaced.